Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that they noticed a crack on the battery compartment and the reservoir is loose. Reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 130 mg/dl. No further details or information available. The device will be returned for analysis.